Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power does not turn on due to the breakage of the power switch. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation found a damaged power switch. Additionally, the unit failed due to poor appearance of the front panel and top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a damaged power switch. There was no patient involvement in this event.